Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform ((B)(4)). The platform was functionally tested and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to the defective drive train motor. The root cause of the ua 16 error message is due to this observed issue. Review of the archive data confirmed the occurrence of multiple user advisory (ua) 16 (timeout moving to take-up position) error messages on the reported event date of (B)(6) 2018. As part of routine service during testing, the device was examined and found a crack on the front cover, unrelated to the reported complaint. After replacement of the drive train motor and the front cover, the platform was further functionally tested and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, the autopulse platform displayed ua16 (timeout moving to take-up position) error message. The lifeband was removed and re-installed to clear the error but the error message persist. No patient involvement.